Event description:
A malfunction alarm identified as "malf 0" was reported by the customer, and technical support was consulted. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur after the reset.